Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in low as well as elevated blood glucose levels. On the event day in the morning, the customer was found unconscious in her apartment by her son-in-law, who called the ambulance. The patient had been alerted by dexcom at around 6:30 a.m. For hypoglycemia having a result of 48 mg/dl. The patient didn't react because she wanted to get up at 7 a.m. And have breakfast. She fell into a coma. The emergency doctor confirmed a blood sugar level of 78 mg/dl at around 09:30 a.m.. The patient was admitted to hospital and treated with glucagon, but discharged herself with normal blood sugar levels, feeling fine.